Manufacturer narrative:
The device was not returned for analysis, as it was discarded at the site. Since the device was not returned, we are unable to perform further root cause analysis. Linked with: 2029214-2018-00286. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the marathon catheter rupture with onyx. The onyx was reported to have been contained within the sofia catheter. No patient injury occurred. The devices were discarded at the site.

Manufacturer narrative:
Based on the reported information, the report of ¿catheter rupture¿ could not be confirmed and the root cause could not be determined. All products are 100% inspected for damages and irregularities during manufacture. Per the onyx les instruction for use (IFU): ¿adequate fluoroscopic visualization must be maintained during onyx les delivery or non-target vessel embolization may result. If visualization is lost at any time during the embolization procedure, halt onyx les delivery until adequate visualization is re-established. Testing has shown that over-pressurization and rupture can occur if 0.05 ml of onyx les is injected and is not visualized exiting the catheter tip. Use thumb pressure only to inject onyx les. Using palm of hand to advance plunger may result in catheter rupture due to over-pressurization in the event of catheter occlusion. Stop injection if increased syringe resistance is felt. Increased injection force may be due to catheter occlusion. Continued injection into an occluded catheter will result in catheter rupture.¿ if information is provided in the future, a supplemental report will be issued.